Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle stick after use, harm/bleeding and needle through shield due to unknown lot number.

Event description:
It was reported that customer was using a relion® insulin syringe on their cat and had a needle stick post use. The report is as follows, "verbatim: relion caller 3/10ml 31g 8mm syringe lot # unknown. Using on cat. Reshield syringe after injection stuck finger. Occd date is unknown happed two different times 2nd time in november or december 2018. She pushed the blood out of the finger stick and put alcohol on the site. No medical attention. Informed pet owner not to reshield syringes. She was calling for disposal guidelines not this needle stick. Also advised not to place used syringes in a glass jar. Verbatim update: relion caller 3/10ml 31g 8mm syringe lot # unknown. Using on cat. Reshield syringe after injection. The needle went thru the shield and stuck finger. Occd date is unknown happed two different times 1st time in june 2018 and 2nd time in november or december 2018." No medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer was using a relion® insulin syringe on their cat and had a needle stick post use. The report is as follows, "verbatim: relion caller 3/10ml 31g 8mm syringe lot # unknown. Using on cat. Reshield syringe after injection stuck finger. Occd date is unknown happed two different times 2nd time in (B)(6) 2018. She pushed the blood out of the finger stick and put alcohol on the site. No medical attention. Informed pet owner not to reshield syringes. She was calling for disposal guidelines not this needle stick. Also advised not to place used syringes in a glass jar. Verbatim update: relion caller 3/10ml 31g 8mm syringe lot # unknown. Using on cat. Reshield syringe after injection. The needle went thru the shield and stuck finger. Occd date is unknown happed two different times 1st time in (B)(6) 2018 and 2nd time in (B)(6) 2018". No medical intervention was reported.